Event description:
The customer stated that she had tested her blood glucose and rec'd a reading of 535 mg/dl, which was higher than usual. A new bottle of control solution was sent to the customer for further troubleshooting of the test strips. The customer peformed a normal control test and rec'd a result of "hi." The normal control range is 91-125 mg/dl. No adverse events were alleged. The test strips were returned for evaluation, and replacement test strips were sent.

Manufacturer narrative:
The qa lab found the returned test strips to read "hi." Performance was satisfactory using iqa retention reagent. This report was initially missed by customer service, so it will be submitted past the 30 day window.